Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The machine was removed from service after the staff noticed a burning smell during a disinfect cycle. There was no patient on the machine at the time of the event. During their inspection of the machine, the biomed traced the burning smell to valve 103, which appeared to be visibly burnt. The damaged part was confirmed to be an original fresenius part. No damage was identified on any other components. There were no signs of any smoke, sparks, or flames. The biomed fixed the machine by replacing the burnt valve. The machine has approximately 30,000 to 32,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. Upon follow-up it was confirmed the machine had been returned to service. The burnt valve was not available to be returned for evaluation as it was reportedly discarded. Photos of the burnt component were also unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed and the cause was traced to a component failure; there was an electrical malfunction on the valve.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The machine was removed from service after the staff noticed a burning smell during a disinfect cycle. There was no patient on the machine at the time of the event. During their inspection of the machine, the biomed traced the burning smell to valve 103, which appeared to be visibly burnt. The damaged part was confirmed to be an original fresenius part. No damage was identified on any other components. There were no signs of any smoke, sparks, or flames. The biomed fixed the machine by replacing the burnt valve. The machine has approximately 30,000 to 32,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. Upon follow-up it was confirmed the machine had been returned to service. The burnt valve was not available to be returned for evaluation as it was reportedly discarded. Photos of the burnt component were also unavailable.